Event description:
An unspecified issue was reported with the adc device in use with iphone phone with ios operating system version 11. Customer was unable to connect the sensor with their phone. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of sweating and requiring treatment of glucagon by a healthcare professional. Customer stated having a unspecified medical procedure and was treated with metformin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle libre 2 complaint was investigated and determined that there were no indication that the libre 2 application that would have led to the complaint. The user reported a connection error with the sensor issue was reported with the freestyle libre 2 application resulting in the customer being unable to monitor glucose readings with sensor readings with their sensor. An attempt to replicate users complaint was performed and was able to successfully start a libre 2 sensor, receive glucose notification readings and monitor glucose readings in the application (iphone 13 ios 16.0.2 2.7.3.3641), and was unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with iphone phone with ios operating system version 11. Customer was unable to connect the sensor with their phone. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of sweating and requiring treatment of glucagon by a healthcare professional. Customer stated having a unspecified medical procedure and was treated with metformin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. Required UDI field d4 populated with 99999999999 as placeholder. Universal device identifier is not applicable for software/applications. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.